Event description:
The customer reported a ventilator that with charred wires on the blower. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.